Manufacturer narrative:
Belt sn (B)(4) was returned and evaluated at the distributor. The reported problem (service code 204, service code 107) was confirmed. Upon evaluation of the electrode belt, the latches on the trunk cable connector were damaged, creating an insecure connection with the monitor. The cause of the service code 204 and service code 107 was the damaged connector on the electrode belt. The root cause of the damaged connector is excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient was receiving service code 204 (belt/monitor unusable) and service code 107 (multiple abnormal shutdowns).